Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs trial system including a percutaneous lead on (B)(6) 2010. It was reported that the dura was punctured during the surgical procedure, and the patient subsequently developed a headache. On (B)(6) 2010, the patient still complained of a headache and was admitted to the hospital to receive IV fluids. A blood patch was performed and the lead was explanted on (B)(6) 2010. The lead was not returned to the manufacturer for evaluation. Follow up on the patient found that her headache improved after the explant. The physician plans to reimplant the patient in (B)(6) 2011.